Manufacturer narrative:
Initial 9 of 9. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia event on 27 apr 2026. The patient blood glucose level was high and treated correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully.